Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 implantable pacing lead 2005 (B)(6); (B)(4) implantable pulse generator 2005 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead was programmed to sense in unipolar. The threshold also appeared elevated. The lead was capped and was replaced. No patient complications have been reported as a result of this event.